Event description:
This spontaneous case report was received on (B)(6)-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5033272, received at FDA on (B)(6)-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced very bad periods, horrible depression, horrible mood swings, bad pain where inserts are, miscarriages, broken teeth, pain all over body, hair loss, pain during intercourse. FDA report type was 'injury' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6)-2009, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported she has very bad periods, horrible depression, horrible mood swings, bad pain where inserts are, miscarriages. This was all due to essure. Broken teeth, pain all over body, hair loss, pain during intercourse. No further details were reported. Follow-up received on 17-apr-2014: no new information was obtained despite of some follow-up attempts. Follow-up information received from consumer on 03-aug-2015 lot numbers 20208778 and 664435 were provided. Essure was inserted on (B)(6)-2009. Follow-up from 12-aug-2015: ptc (product technical complaint) was received. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a lack of efficacy. The reported adverse events considered related are a known possible undesirable event and not indicative of a quality deficit per se. The ae case also refers to batch number 20208778, which is according to (B)(4) an invalid batch number. (B)(4) further ae case reports have been received to date in relation to the reported valid batch 664435, of which (B)(4) cases refer also to similar adverse types or inefficacy types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 28-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0907). Consumer reported that she has had essure for 6 years and states that she has had 2 miscarriages ((B)(4)). In addition, consumer reported that essure brought her pain and stated that it was poisoning her. Follow up information received on 01-oct-2015: the required number of follow-up attempts has been completed, with no response to date. Follow-up received on 06-feb-2016: consumer reported via social media that, thanks to essure, she has to have a hysterectomy. Follow-up received on 17-feb-2016: case upgraded to incident. Follow up information received from the consumer and from a non-health care professional (new reporter added). Consumer reported via social media that she was (B)(6) years old and had a hysterectomy. The non-health care professional reported that consumer experienced bloating, loss of sex drive, fatigue, missed periods, stabbing pains on both right and left side, felt like tearing. Follow up information identified from social media on 18-feb-2016 : no new information was provided. Follow up 09-mar-2016: no new information was provided. Follow-up received on 15-mar-2016: consumer reported via social media an amazing change 1 month post hysterectomy (essure removal) and states that her kids have their mom back. Follow-up received on 19-mar-2016 from consumer: the hysterectomy was done on (B)(6)-2016. Company causality comment: this non-medically confirmed report refers to a female consumer who became pregnant and had miscarriages after essure (fallopian tube occlusion insert) insertion. Additionally, she developed bad pain where inserts are (stabbing pains on both right and left side, felt like tearing) and stated that essure was poisoning her. She was submitted to a hysterectomy. Only miscarriages and essure poisoning are unlisted according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information was provided. However, given pregnancy nature causality with essure cannot be excluded. Regarding the reported miscarriage, considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. Consumer's pain was considered as related to essure based on device safety profile and event's nature. The reported poisoning was regarded as unrelated to essure, as although in vitro testing has shown that nickel ions may be released from the device, it is unlikely that the amount of nickel released would be sufficient to cause poisoning. This case was upgraded to incident, since consumer underwent a hysterectomy (intervention required). Additionally, non-serious events were reported. No further information is expected.

Manufacturer narrative:
Follow-up information received on 14-apr-2016: quality-safety evaluation of product technical complaint was updated: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed report refers to a female consumer who became pregnant and had miscarriages after essure (fallopian tube occlusion insert) insertion. Additionally, she developed bad pain where inserts are (stabbing pains on both right and left side, felt like tearing) and stated that essure was poisoning her. She was submitted to a hysterectomy. Only miscarriages and essure poisoning are unlisted according to reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information was provided. However, given pregnancy nature causality with essure cannot be excluded. Regarding the reported miscarriage, considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. Consumer's pain was considered as related to essure based on device safety profile and event's nature. The reported poisoning was regarded as unrelated to essure, as although in vitro testing has shown that nickel ions may be released from the device, it is unlikely that the amount of nickel released would be sufficient to cause poisoning. This case was upgraded to incident, since consumer underwent a hysterectomy (intervention required). Additionally, non-serious events were reported. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abortion spontaneous ("miscarriage or stillbirth"), habitual abortion ("miscarriages"), device toxicity ("essure was poisoning her") and pregnancy with contraceptive device ("pregnancies under essure") in an adult female patient who had essure (batch no. 664435, 20208778) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), abortion spontaneous (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), amenorrhoea ("missed periods"), abdominal pain lower ("abdominal pain lower"), pain ("pain all over body"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menses"), dyspareunia ("pain during intercourse/ pain with sex"), abdominal distension ("bloating"), dysmenorrhoea ("very bad periods"), depression ("horrible depression") with mood swings, loss of libido and fatigue, tooth fracture ("broken teeth / dental problems"), alopecia ("hair loss"), migraine ("migraines/ headaches") and adenomyosis ("severe adenomyosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 16-feb-2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and migraine had resolved, the abortion spontaneous, habitual abortion, device toxicity, pregnancy with contraceptive device, amenorrhoea, abdominal distension, tooth fracture, alopecia and adenomyosis outcome was unknown and the depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amenorrhoea, depression, device toxicity, dysmenorrhoea, dyspareunia, habitual abortion, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: final diagnosis - uterus, cervix, bilateral fallopian tubes (98 gm) interval pattern endometrium; adenomyosis; distal fallopian tubes and cervix with no significant diagnostic abnormality; bilateral metallic intratubal contraceftive devices identified and left in situ (gross diagnosis). Pre-op and post-op diagnosis: chronic pelvic pain, severe dysmenorrhea, and excessive menses, the patient has essure in place that is coiled in her fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: worsening pelvic pain, dyspareunia, heavy menses changes hourly with large clots and cramps. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and medical records were received.new event were added (abnormal vaginal bleeding, migraines / headaches, severe adenomyosis)..case updated to medically confirmed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5033272) on 05-feb-2014. The most recent information was received on 11-oct-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abortion spontaneous ("miscarriage or stillbirth"), habitual abortion ("miscarriages"), pregnancy with contraceptive device ("pregnancies under essure") and device toxicity ("essure was poisoning her") in an adult female patient (gravida 4, para 3) who had essure (batch no. 664435, 20208778-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida and parity 3 (B)(6) 2002,(B)(6) 2003, (B)(6) 2007.). Concomitant products included sertraline (zoloft) for depression as well as estradiol (estrogel) since 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pain ("pain all over body"), dyspareunia ("pain during intercourse/ pain with sex") and migraine ("migraines/ headaches"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menses") and adenomyosis ("severe adenomyosis"). In 2013, the patient experienced dysmenorrhoea ("very bad periods"), tooth fracture ("broken teeth / dental problems") and alopecia ("hair loss"). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), amenorrhoea ("missed periods"), abdominal pain lower ("abdominal pain lower"), abdominal distension ("bloating"), depression ("horrible depression") with mood swings and loss of libido, back pain ("lower back pain") and dental caries ("tooth decay"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and migraine had resolved, the abortion spontaneous, habitual abortion, pregnancy with contraceptive device, device toxicity, amenorrhoea, abdominal distension, tooth fracture, alopecia, adenomyosis, back pain and dental caries outcome was unknown and the depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amenorrhoea, back pain, dental caries, depression, device toxicity, dysmenorrhoea, dyspareunia, fatigue, habitual abortion, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: final diagnosis - uterus, cervix, bilateral fallopian tubes (98 gm) interval pattern endometrium; adenomyosis; distal fallopian tubes and cervix with no significant diagnostic abnormality; bilateral metallic intratubal contraceptive devices identified and left in situ (gross diagnosis). Pre-op and post-op diagnosis: chronic pelvic pain, severe dysmenorrhea, and excessive menses, the patient has essure in place that is coiled in her fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: worsening pelvic pain, dyspareunia, heavy menses changes hourly with large clots and cramps. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet- events back pain and tooth decay were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033272) on 05-feb-2014. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), abortion spontaneous ('miscarriage or stillbirth'), habitual abortion ('miscarriages'), pregnancy with contraceptive device ('pregnancies under essure') and device toxicity ('essure was poisoning her') in an adult female patient who had essure (batch no. 664435-valid, 20208778-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida and parity 3 ((B)(6) 2002,(B)(6) 2003,(B)(6) 2007.). Concomitant products included sertraline hydrochloride (zoloft) for depression as well as estradiol (estrogel) since 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pain ("pain all o(B)(6) ver body"), dyspareunia ("pain during intercourse/ pain with sex") and migraine ("migraines/ headaches"). In 2011, the patient experienced fatigue ("fatigue/tired"). In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menses") and adenomyosis ("severe adenomyosis"). In 2013, the patient experienced dysmenorrhoea ("very bad periods"), tooth fracture ("broken teeth / dental problems") and alopecia ("hair loss"). In 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), abdominal pain lower ("abdominal pain lower/cramps"), back pain ("lower back pain/ back is bad"), abdominal distension ("bloating"), amenorrhoea ("missed periods"), depression ("horrible depression") with mood swings and loss of libido, dental caries ("tooth decay"), insomnia ("insomnia"), flatulence ("gas pains"), pruritus ("itch"), headache ("bad headaches / headaches on left side") and malaise ("sick and tired of being sick"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pain, dyspareunia and migraine had resolved, the abortion spontaneous, habitual abortion, pregnancy with contraceptive device, device toxicity, back pain, abdominal distension, amenorrhoea, tooth fracture, alopecia, fatigue, adenomyosis, dental caries, insomnia, flatulence, pruritus, headache and malaise outcome was unknown and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amenorrhoea, back pain, dental caries, depression, device toxicity, dysmenorrhoea, dyspareunia, fatigue, flatulence, habitual abortion, headache, insomnia, malaise, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, pruritus, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: final diagnosis - uterus, cervix, bilateral fallopian tubes (98 gm) interval pattern endometrium; adenomyosis; distal fallopian tubes and cervix with no significant diagnostic abnormality; bilateral metallic intratubal contraceptive devices identified and left in situ (gross diagnosis). Pre-op and post-op diagnosis: chronic pelvic pain, severe dysmenorrhea, and excessive menses, the patient has essure in place that is coiled in her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: do not recall. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: worsening pelvic pain, dyspareunia, heavy menses changes hourly with large clots and cramps. Concerning the injuries reported in this case, the following ones were reported via social media: migraine, abdominal pain lower, mood swings. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received. New events - insomnia, flatulence, sick and tired of being sick, pruritus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033272) on 05-feb-2014. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke a coil/ they did they broke one coil trying to get in the right side') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 20208778 ,664435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida and parity 3 ((B)(6) 2002,(B)(6) 2003,(B)(6) 2007.). Concomitant products included sertraline hydrochloride (zoloft) for depression as well as estradiol (estrogel) since 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pain ("pain all over body"), dyspareunia ("pain during intercourse/ pain with sex / essure /ehell causes loss of sex drive in many myself include ( it has also made it painful") and migraine ("migraines/ headaches / I'm sick of migraines"). In 2011, the patient experienced fatigue ("fatigue/tired / so tired of e hell"). In 2012, the patient experienced abortion spontaneous ("miscarriage or stillbirth / I had miscarriage in 2012"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menses") and adenomyosis ("severe adenomyosis") and was found to have a pregnancy with contraceptive device ("pregnancies under essure"). In 2013, the patient experienced dysmenorrhoea ("very bad periods"), tooth fracture ("broken teeth / dental problems / my teeth were perfect before ehell now they're awful breaking and everything else") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion ("miscarriages"), device toxicity ("essure was poisoning her"), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), abdominal pain lower ("abdominal pain lower/cramps/ I'm sick of damm terrible pms and cramps"), back pain ("lower back pain/ back is bad"), abdominal distension ("bloating"), amenorrhoea ("missed periods"), depression ("horrible depression") with mood swings and loss of libido, dental caries ("tooth decay"), insomnia ("insomnia"), flatulence ("gas pains"), pruritus ("itch"), headache ("bad headaches / headaches on left side"), malaise ("sick and tired of being sick"), scar ("scars"), nervousness ("nervous"), dyskinesia ("my bodies gonna be a jerk since e hell has eviction date now") and premenstrual syndrome ("I'm sick of the damm terrible pms and cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abortion spontaneous, habitual abortion, pregnancy with contraceptive device, device toxicity, back pain, abdominal distension, amenorrhoea, tooth fracture, alopecia, fatigue, adenomyosis, dental caries, insomnia, flatulence, pruritus, headache, malaise, scar, nervousness, dyskinesia and premenstrual syndrome outcome was unknown, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pain, dyspareunia and migraine had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amenorrhoea, back pain, dental caries, depression, device breakage, device toxicity, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, flatulence, habitual abortion, headache, insomnia, malaise, menorrhagia, migraine, nervousness, pain, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, pruritus, scar, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: final diagnosis - uterus, cervix, bilateral fallopian tubes (98 gm) interval pattern endometrium; adenomyosis; distal fallopian tubes and cervix with no significant diagnostic abnormality; bilateral metallic intratubal contraceftive devices identified and left in situ (gross diagnosis). Pre-op and post-op diagnosis: chronic pelvic pain, severe dysmenorrhea, and excessive menses, the patient has essure in place that is coiled in her fallopian tubes. I ended up with 2 in my right tube and 1 in my left. Patient had experienced another pregnancy which was captured in new case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-feb-2010: do not recall. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: worsening pelvic pain, dyspareunia, heavy menses changes hourly with large clots and cramps. Concerning the injuries reported in this case, the following ones were reported via social media. Migraine, abdominal pain lower, mood swings,scar, nervousness, dyskinesia, device breakage, premenstrual syndrome. Lot number: 20208778 manufacture date: 2009-09 expiration date: 2012-09. Lot number: 664435 manufacture date: 2009-08 expiration date: 2012-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), habitual abortion ("miscarriages"), device toxicity ("essure was poisoning her") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 664435) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancies under essure"), dysmenorrhoea ("very bad periods"), alopecia ("hair loss"), dyspareunia ("pain during intercourse/ pain with sex"), abdominal distension ("bloating"), amenorrhoea ("missed periods"), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower") and menorrhagia ("heavy menses"). On an unknown date, the patient experienced depression ("horrible depression") with mood swings, loss of libido and fatigue, tooth fracture ("broken teeth") and pain ("pain all over body"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancies under essure"), dysmenorrhoea ("very bad periods"), alopecia ("hair loss"), dyspareunia ("pain during intercourse/ pain with sex"), abdominal distension ("bloating"), amenorrhoea ("missed periods"), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower") and menorrhagia ("heavy menses"). On an unknown date, the patient experienced depression ("horrible depression") with mood swings, loss of libido and fatigue, tooth fracture ("broken teeth") and pain ("pain all over body"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, habitual abortion, device toxicity, pregnancy with contraceptive device, alopecia, dyspareunia, abdominal distension, amenorrhoea, abortion spontaneous, abdominal pain lower and menorrhagia outcome was unknown, the abdominal pain and dysmenorrhoea had not resolved, the depression had not resolved and the tooth fracture and pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, amenorrhoea, depression, device toxicity, dysmenorrhoea, dyspareunia, habitual abortion, menorrhagia, pain, pelvic pain, pregnancy with contraceptive device and tooth fracture to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 18-oct-2017: event miscarriage, cramping, heavy menses, chronic pelvic pain added and event hair loss and pain with sex was clubbed with previously reported event. Case classification updated to potential legal case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abortion spontaneous ("miscarriage or stillbirth"), habitual abortion ("miscarriages"), device toxicity ("essure was poisoning her") and pregnancy with contraceptive device ("pregnancies under essure") in an adult female patient who had essure (batch no. 664435, 20208778) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), abortion spontaneous (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), amenorrhoea ("missed periods"), abdominal pain lower ("abdominal pain lower"), pain ("pain all over body"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menses"), dyspareunia ("pain during intercourse/ pain with sex"), abdominal distension ("bloating"), dysmenorrhoea ("very bad periods"), depression ("horrible depression") with mood swings, loss of libido and fatigue, tooth fracture ("broken teeth / dental problems"), alopecia ("hair loss"), migraine ("migraines/ headaches") and adenomyosis ("severe adenomyosis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the (B)(6) of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and migraine had resolved, the abortion spontaneous, habitual abortion, device toxicity, pregnancy with contraceptive device, amenorrhoea, abdominal distension, tooth fracture, alopecia and adenomyosis outcome was unknown and the depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amenorrhoea, depression, device toxicity, dysmenorrhoea, dyspareunia, habitual abortion, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: final diagnosis - uterus, cervix, bilateral fallopian tubes (98 gm) interval pattern endometrium; adenomyosis; distal fallopian tubes and cervix with no significant diagnostic abnormality; bilateral metallic intratubal contraceptive devices identified and left in situ (gross diagnosis). Pre-op and post-op diagnosis: chronic pelvic pain, severe dysmenorrhea, and excessive menses, the patient has essure in place that is coiled in her fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: worsening pelvic pain, dyspareunia, heavy menses changes hourly with large clots and cramps. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and medical records were received. New event were added (abnormal vaginal bleeding, migraines / headaches, severe adenomyosis). Case updated to medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033272) on 05-feb-2014. The most recent information was received on 03-dec-2019. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke a coil/ they did they broke one coil trying to get in the right side'), pelvic pain ('chronic pelvic pain'), abortion spontaneous ('miscarriage or stillbirth / I had miscarriage in 2012'), habitual abortion ('miscarriages'), pregnancy with contraceptive device ('pregnancies under essure') and device toxicity ('essure was poisoning her') in an adult female patient who had essure (batch no. 664435, 20208778- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida and parity 3 (25-june-2002,10-jan-2003,17-dec-2007.). Concomitant products included sertraline hydrochloride (zoloft) for depression as well as estradiol (estrogel) since 2016. On 13-nov-2009, the patient had essure inserted. In 2010, the patient experienced pain ("pain all over body"), dyspareunia ("pain during intercourse/ pain with sex / essure /ehell causes loss of sex drive in many myself include ( it has also made it painful") and migraine ("migraines/ headaches / I'm sick of migraines"). In 2011, the patient experienced fatigue ("fatigue/tired / so tired of e hell"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("heavy menses") and adenomyosis ("severe adenomyosis") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced dysmenorrhoea ("very bad periods"), tooth fracture ("broken teeth / dental problems / my teeth were perfect before ehell now they're awful breaking and everything else") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), device toxicity (seriousness criterion medically significant), abdominal pain ("bad pain where inserts are, stabbing pains on both right and left side, felt like tearing"), abdominal pain lower ("abdominal pain lower/cramps/ I'm sick of damm terrible pms and cramps"), back pain ("lower back pain/ back is bad"), abdominal distension ("bloating"), amenorrhoea ("missed periods"), depression ("horrible depression") with mood swings and loss of libido, dental caries ("tooth decay"), insomnia ("insomnia"), flatulence ("gas pains"), pruritus ("itch"), headache ("bad headaches / headaches on left side"), malaise ("sick and tired of being sick"), scar ("scars"), nervousness ("nervous"), dyskinesia ("my bodies gonna be a jerk since e hell has eviction date now") and premenstrual syndrome ("I'm sick of the damm terrible pms and cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 16-feb-2016. At the time of the report, the device breakage, abortion spontaneous, habitual abortion, pregnancy with contraceptive device, device toxicity, back pain, abdominal distension, amenorrhoea, tooth fracture, alopecia, fatigue, adenomyosis, dental caries, insomnia, flatulence, pruritus, headache, malaise, scar, nervousness, dyskinesia and premenstrual syndrome outcome was unknown, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pain, dyspareunia and migraine had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adenomyosis, alopecia, amenorrhoea, back pain, dental caries, depression, device breakage, device toxicity, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, flatulence, habitual abortion, headache, insomnia, malaise, menorrhagia, migraine, nervousness, pain, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, pruritus, scar, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: final diagnosis - uterus, cervix, bilateral fallopian tubes (98 gm) interval pattern endometrium; adenomyosis; distal fallopian tubes and cervix with no significant diagnostic abnormality; bilateral metallic intratubal contraceftive devices identified and left in situ (gross diagnosis). Pre-op and post-op diagnosis: chronic pelvic pain, severe dysmenorrhea, and excessive menses, the patient has essure in place that is coiled in her fallopian tubes. I ended up with 2 in my right tube and 1 in my left. Patient had experienced another pregnancy which was captured in new case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: do not recall. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: worsening pelvic pain, dyspareunia, heavy menses changes hourly with large clots and cramps. Concerning the injuries reported in this case, the following ones were reported via social media: migraine, abdominal pain lower, mood swings,scar, nervousness, dyskinesia, device breakage, premenstrual syndrome. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received new event: scar, nervousness, dyskinesia, device breakage, premenstrual syndrome were added, reporter was added incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.